Event description:
The pump was returned for investigation. Evaluation revealed that the keypad buttons were missing. This report is made based on results of investigation completed on (B)(6) 2015

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:evaluation revealed that that the keypad cover was observed to be missing along with all keypad button contacts. The audio bolus button was also observed to be missing from the pump. The returned battery cap was used to complete the investigation. Investigators were unable to test keypad or bolus buttons due to missing button contacts and bolus button cover. (B)(6).